Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, miracle 3. Guide cath: heartrail 7f al1, heartrail jr4 sh, mach1 mp2. Stent: endeavor. Incorrect anatomy and indication for use. The 2.5 x 28 promus and the 2.5 x 28 xience v are being reported under separate medwatch report numbers. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Factors that can contribute to difficulty deploying the stent (partial stent apposition/waist) include, but are not limited to: improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. Based on the information provided, the lesion was mildly calcified and 99% stenosed, which may have contributed to the reported difficulty. Although return of the xience v stent delivery system (sds) may have aided the investigation, there was no report of any damage observed to the sds or the stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty experienced. It was noted that the xience v was used to treat in-stent restenosis of a non-abbott stent located in the saphenous vein graft (svg), which may have contributed to the reported difficulty deploying the stent. It should be noted that the xience v instructions for use (IFU) states that the device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions... Additionally, there is a possibility of stent in-sufficient deployment or the occurrence of complication for patients with saphenous vein graft coronary vessel disease. The IFU also mentions that the safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis or previously stented lesions. It is possible that interaction with the previously implanted stents and/or the calcified lesion contributed to the reported difficulty in fully deploying the stent, thereby preventing proper stent expansion and apposition, though this cannot be confirmed. To ensure this type of occurrence is not a result of a manufacturing or product related deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. A sampling of units is also destructively tested to verify product quality, including functional testing for proper stent deployment. The reported patient effect thrombosis, as listed in the IFU, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. Based on the information received with this event, the reported difficulty deploying the stent (partial stent apposition/waist) may have been related to circumstances of the procedure; however, a definitive cause cannot be determined. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported for difficulty to deploy the stent from this lot.

Event description:
It was reported that the 2.5 x 28 promus and 2.5 x 28 xience v stents were implanted on (B)(6) 2011 to treat restenosis distal to a non-abbott stent, which had been implanted (B)(6) 2011, in a saphenous vein graft (svg). During the procedure, the promus and xience v stents became thrombosed. A 2.75 x 18 mm xience v stent was therefore implanted inside of the restenosed non-abbott stent. The xience stent did not fully expand due to the hard vessel characteristics and so aspiration was performed to resolve the indentation. The vessel and lesion site were characterized as being non-tortuous, mildly calcified, concentric and 99% stenosed. It is believed that the 2.75 x 18mm xience v stent possibly became thrombosed. Two of the physicians commented that the thrombus was present from the beginning because the target lesion was inside the svg. The physicians do not think that the promus and xience v stents were associated with the stent thrombosis. No additional information was provided.